Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that one day post implant the lead dislodged. During the lead revision the helix would not retract. The lead was explanted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: (B)(4). The full lead was returned and all conductors were distorted. It was also noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and all conductors were distorted. It was also noted that the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant.